Event description:
It has been reported to philips that geometry movement was not functioning. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the problems with the geometry movement were not functioning, no further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. No further action is required now. The codes were updated based on the investigation outcome.